Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction did not recur after the reset, and the caller was informed to continue using the pump and to call back if the issue reappeared. The caller acknowledged and understood the instructions.